Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. Pentax video colonoscope model hdb2422w is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary: it was caused due to a physical damage on the fixed ring . This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. I opened the dressing box and took out the main body and handle. When I tried to open the bag containing the handle, I confirmed that the fixing ring had come off.